Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she received a prime rewind alarm on her insulin pump and the area around the drive support cap was warped. Her blood glucose was 130 mg/dl. During troubleshooting, the customer stated the insulin pump was not dropped and the drive support cap appeared normal. The customer also stated that the night before, she saw that the drive support cap was protruded and then pressed it in. She was advised not to do that in the future and to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test due to the protruded/loose drive support disk. The device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker. All operating currents were normal.